Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, infected total knee. Removed femur, tibia base, polyethylene insert, and patella. Inserted prostalac spacer.